Event description:
It was reported that the patient was experiencing new upper thoracic pain. During a reprogramming session, it was determined that paddle was placed too far laterally and may be placing pressure on the nerve roots in the region. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead will not be returned.

Manufacturer narrative:
Sc-8366-50 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing new upper thoracic pain. During a reprogramming session, it was determined that paddle was placed too far laterally and may be placing pressure on the nerve roots in the region. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead will not be returned.